Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Hospital did not return the device.

Event description:
As reported to coloplast, though not verified the device had a cracked tubing from pump to cylinder causing a fluid leak. The device was removed/replaced. The device will not be returned.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(6) . According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2014 and removed/replaced on (B)(6) 2020 due to cracked tubing. Additional information received from the territory manager indicated: ¿cracked tubing from pump to cylinder causing fluid leak.¿ the device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.